Manufacturer narrative:
On (B)(6) 2017 11:44 am (gmt-4:00) added by (B)(6): the investigation of the complaint has been completed. The ventilator was repaired in-house and put back into to service. No information has been provided about how it got repaired. No logs or parts were returned for investigation. The root cause of the reported issue has not been determined. If the positive inspiratory pressure (pip) is higher than the set point, it may lead to too high airway pressure. This will be detected by generated alarms.

Event description:
Importer reference #: (B)(4). Manufacturer reference #: (B)(4).

Event description:
It was reported that the positive inspiratory pressure (pip) was reading 3cm h20 higher than set while the ventilator was connected to a patient. There was no patient harm. (B)(4).